Event description:
During a stenting procedure, the physician experienced difficulty inflating the balloon. While inflating the cypher, pressure loss was noted at 14atm and blood was also flowing into the inflation device during inflation. The stent delivery system was withdrawn and post-dilation was conducted in order to dilate the stent. Although the stent was implanted at the target lesion, it did not fully cover the lesion therefore, an area of the lesion remained untreated. The procedure was completed without injury to the patient. The target lesion was the proximal right coronary artery; patient demographics, lesion characteristics and percentage of stenosis were unknown.

Manufacturer narrative:
This drug-eluting stent with catalogue is not sold , however, it is similar to a drug-eluting stent with catalogue that is sold and distributed. Additional information will be submitted within thirty days upon receipt.